Event description:
I&d of a right total knee due to superficial skin issues, possible infection. No allegations against implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium bplate triathlon s3; cat# 5536b300; lot# ctd46234; triathlon p/a cr beaded #3r; cat# 5517f302; lot# lad7c; tritanium patella-asymmetric; cat# 5552-l-299; lot# mkj61. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.